Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 425 mg/dl at the time of incident. Customer experienced symptoms such as nausea and lethargic. Customer was using insulin pump system within 48 hours of reported event. Customer declined for troubleshooting of high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display due to signs of previous moisture presence on electrical board. There's a visible black spot in the lower left corner of the lcd screen, and the keypad flex cable looks like it got burned and singed off. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.